Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate shocks and bursts of anti-tachycardia pacing (atp) due to 1:1 rhythm. Status post-atp showed a morphology change and appeared atrial driven, but remained in the therapy zone to receive subsequent shocks. Technical services (ts) discussed troubleshooting options and programming considerations. This ICD remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause and resolution. At this time, no further information is available. Should additional information become available this report will be updated. This product investigation is still in progress. This report will be updated when product investigation is complete.